Event description:
Patient safety notice n24-01: prevention of intraocular foreign bodies (fibers or particles) during eye surgery. At our facility four separate surgical kits had fibers in them. One patient was found to have a fiber at the completion of the surgery that was flushed from the eye. Product name alcon 3316-33 lot # 15pdl4 (1) 15v4re (2) 15vavh (1). Reference reports: mw5147635, mw5147636, mw5147637.